Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) implant surgery for an unspecified reason. The patient was previously implanted with a sling device. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.